Event description:
Zoll customer support contacted a (B)(6) female pt to exchange his monitor. The pt's download revealed a number of 'discharge profile fault' and 'charge profile fault' flags, as well as two 'abnormal shutdown' flags and service code 102. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (discharge profile faults / charge profile faults / abnormal shutdown / code 102) has been confirmed. Upon eval, high voltage capacitor c22 was broken off of the defibrillation board. The cause of the reported problem is damage to the defibrillator and computer / analog boards. The cause of the damaged boards is the disconnected high-voltage capacitor (c22) from the defibrillator board. The cause of the disconnected capacitor is fractured solder joints. The cause of the fractured connection is likely joints. The cause of the fractured connection is likely physical impact. The source of the physical impact cannot be positively determined. No adverse event resulted from the defective monitor. The pt received a replacement monitor.